Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1007, indicative of a capacitor charge time having exceeded the time limit. This caused the ICD battery status to go to end of life and caused the ICD to emit tones due to this. Device replacement was recommended. Additional information provided from the field indicated surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported. The ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.